Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a follow-up. Upon interrogation, incorrectly diagnosed af episodes were noted. Review of interrogation printouts indicated that patient had p-waves and t-waves that were bigger than the r-waves and because of that, ventricular sensed event (vs) are sensed p-waves. Post-sensed t-wave oversensing was also noted. The p-wave and occasional t-wave sensing caused big rate changes which resulted in device diagnosing as af. Recommended programming changes were discussed. Patient was stable and will continue to be monitored.